Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, a white fleck was noted within the patient. The device was inspected but no defect was seen. The piece was retrieved and will be returned. No patient injury occurred or medical intervention required.